Manufacturer narrative:
The ge rep evaluated the system and performed the single board computer upgrade. System operates as intended.

Event description:
Customer reported communication error after bootup. No pt injury was reported.